Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic ring around the reservoir was broken off. The customer¿s blood glucose level was 145 mg/dl. The customer also reported that the reservoir was not able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform the displacement test due to blank display. Device received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.